Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell on the homechoice (hc). The patient was not connected at the time of the alarm. The patient stated that they had disconnected from the patient line during dwell, and then the alarm occurred. The technical service representative explained the alarm to the patient. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.